Event description:
It was observed that during the device evaluation, the broncho video scope distal end plastic cover was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation findings, the malfunction is likely due to an expected or random component failure, with no evidence of a design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.